Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2017, with bloodglucose of 560mg/dl at the time of the incident, and 334 mg/dl at the time of the call, and 400 mg/dl the previous evening. The customer was given lots of fluids and lantus on a sliding scale to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the highs. The customer also experienced low blood glucose levels after changing diet ,but they're unsure of the exact numbers. The customer treated the lows with bananas or glucose tablets. Customer also encountered a blank pump display but did not troubleshoot for this malfunction. The insulin pump will not be returned for analysis.